Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and performed troubleshooting on multiple visits. First visit, the fse replaced the sample syringe, reagent syringe and sample probe. On the second visit, fse indicated the sample probe wash valve was leaking, which he replaced the wash valve and associated tubing. On the last visit, fse replaced the new tubing and the pressure sensor to resolve the issue. The fse primed the sample syringe and observed no further leaking from the wash valve. The fse then performed quality control and passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the patient samples were frothy after measurement and obtained the rate reverse reaction errors on their au480 clinical chemistry analyzer. The customer did not provide the affected chemistries. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.